Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported it was impossible to deliver monopolar energy. Caller reported monopolar energy was initially fully functional, then intermittent and finally no energy. Site power cycled the integrated electrosurgical unit (iesu), and issue returned. Tse reviewed system logs and confirmed c-34 error pointing to faulty iesu. Tse informed that no improvement from iesu can be expected until iesu replacement. Upon request, caller stated that the bipolar was not affected by the fault. No other dv system present at site. Tse asked for an external generator like forcetriad, site only had erbe vio300d. They will try to use this generator until iesu replacement. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to have the error c-34. During iesu cautery activation, error c-34 occurred, confirming the fault happened in the field. Visual inspection revealed no related issues, and the unit will be returned to the OEM for further failure analysis and potential repair. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.